Event description:
Initial sodium result 115.1 mmol/l and potassium result of 4.45 mmol/l. Same sample repeated gave results of 137.0 mmol/l for sodium and 5.66 mmol/l for potassium. A second sample from the same patient was drawn on the same day and run twice with the following results: 139.0 mmol/l, 137.5 mmol/l for sodium and 5.50 mmol/l and 5.52 mmol/l for potassium. The initial results were reported. Patient not adversely affected. The field service representative was unable to determine cause.